Event description:
It was reported that the patient noticed that paresthesia shifted to his stomach suddenly three weeks prior. The paresthesia was in the correct spot after implant until three weeks prior when it moved. They took impedances which appeared to be normal. The healthcare provider (hcp) performed ¿ray¿ and CT, and no lead movement was observed. The CT scan determined the leads were in the same place as the implant. The patient was met with the week prior and was still getting anterior stimulation. The plan was going to be pull the leads down and test them a little lower in the epidural space. Information regarding the lead revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).